Manufacturer narrative:
Serial number unknown at the time of report.

Event description:
It was reported to philips that the device had damaged paddles. There was no reported patient involvement/adverse patient impact.